Manufacturer narrative:
A steris service technician arrived at the facility and noted that several towels were on the floor to address the water leak. The technician confirmed that the failure mode was cut gaskets at the 90° factory crimped fittings on the uv hose connections due to over-tightening of the fitting. The steris technician replaced the gaskets and re-attached the hoses to the unit. The technician ran a diagnostic and processing cycle, confirmed the unit was operating to specification and returned the unit to service. The unit was installed in october 2011, and is currently under a steris service contract. The last pm for the unit was performed on april 2, 2013. The steris technician explained to the facility that fittings on the system 1e must be carefully tightened and advised the facility that if a leak occurs, steris should be notified to perform all repairs. (B)(4) quality counseled the technician on proper tightening procedures for the hose fittings. No further leaks have been reported.

Event description:
The user facility reported that their system 1e was leaking water from the uv hose connections. No injuries or procedural delays/cancellations were reported.